Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed because the digital light source endoscopy communication cable (maj1933) is not connected. Problem solved by helpdesk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The problem was resolved through troubleshooting (helpdesk). Reportedly, the no image was due to a disconnected cable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred prior to procedure. There were no reports of patient harm.